Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that at the implant procedure, noise was detected on the atrial and ventricular channels after the device was hooked up to the leads. A new device was implanted and the system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6935m55, implantable tachy lead, 2013-(B)(6); 5076-52, implantable pacing lead, 2013-(B)(6); 419478, implantable pacing lead, 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.